Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was discoloration on the controller. The screen of the controller did not turn on when the home button was pressed. No lights or sounds occurred during a self-test of the controller.

Event description:
Related manufacturer report number: 2916596-2020-01207.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller discoloration, self-test issues, and a display button issues was confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was submitted for review as well as downloaded for review with overlapping events spanning approximately 2 days (B)(6) 2020 per time stamp). There were no unusual events noted within the log file. Pump operation was not affected. The system controller (serial #: (B)(6) was returned for analysis. The system controller would not pass a self-test, the alarm silence button would not silence active alarms, and the display button would not navigate through screens. The buttons were able to press and depress. The system controller was opened to further investigate. Fluid ingress was found in the j1 connector, on the ribbon cable, and on the exposed portion of the secondary side of the ui pcb. The ui label was discolored and was removed to expose the front side of the ui pcb and no fluid ingress or other anomalies were found. The secondary side of the ui pcb was unable to be accessed due to being encased in the system controller housing. The root cause for the reported controller discoloration was not conclusively determined through this analysis; however, the root cause of the self-test and button related issues was conclusively determined to be due the observed fluid ingress. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (doc. #10006136, rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.